Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure (ess205) for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of suffering from migraines. On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), migraine ("severe migraines") and uterine enlargement ("enlarged uterus"). The patient was treated with oxycodone. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, genital haemorrhage, depression, fatigue, weight fluctuation, dyspareunia, migraine and uterine enlargement outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, back pain, genital haemorrhage, depression, fatigue, weight fluctuation, dyspareunia, migraine and uterine enlargement to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2016: ultrasound scan result was enlarge uterus. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain and heavy bleeding. These events are anticipated in the reference safety information for essure. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (consumer received oxycodone as treatment for abdominal pain). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / pain abdominal") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure (ess205) (batch no. 621812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included gravida I, parity 1 (31dec1995) and cesarean section in 1995. No history of suffering from migraines. Concurrent conditions included condom since 1990, uterine bleeding, hemorrhoids, sluggishness, libido decreased, anemia, acne, dysuria, muscle spasms, vaginal itching, hsv infection, uterine fibroid, renal cyst nos, vomiting, diarrhea, difficulty breathing, hemorrhoids, libido decreased, acne, constipation, flank pain, visual disturbances, hypertension, arthritis, lumbar spondylosis, abnormal liver function tests and uterine leiomyoma. Family history included type 2 diabetes mellitus (mother). Concomitant products included ibuprofen (motrin) for pain as well as ibuprofen, metronidazole (metrogel) and valaciclovir hydrochloride (valtrex). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced fatigue ("fatigue"), white blood cell count decreased ("low white cells count") and weight increased ("weight gain"). In 2009, the patient experienced migraine ("severe migraines / migraines (a few times per week severe)"), headache ("headaches"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). In 2010, the patient experienced alopecia ("hair loss") and rash ("skin rash"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain / pain back / lower back pain"), the first episode of depression ("depression"), weight fluctuation ("weight fluctuations"), uterine enlargement ("enlarged uteerus"), mood swings ("mood swings"), the second episode of depression ("depression"), vulvovaginal pain ("vaginal pain (during menstrual cycle, severe)"), urinary tract infection ("urinary tract infection") and uterine leiomyoma ("pedunculated fibroid/ the largest fibroid is within the sub serosal"). The patient was treated with oxycodone and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, mood swings and vulvovaginal pain had resolved, the genital haemorrhage had not resolved and the back pain, fatigue, weight fluctuation, dyspareunia, migraine, uterine enlargement, vaginal haemorrhage, menorrhagia, white blood cell count decreased, headache, vaginal discharge, weight increased, alopecia, rash, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, rash, urinary tract infection, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation, weight increased, white blood cell count decreased, the first episode of depression and the second episode of depression to be related to essure (ess205). The reporter commented: 4 trailing coils visualized on reight side, 3 trailing coils noted on left side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: enlarge uterus on (B)(6) 2015 patient had abdomen and pelvis abdomen resulted in hepatic findings suggest mild cirrhosis. Uterus appears enlarged on this unenhanced study pelvic ultrasound may be considered to further evaluate remaining study unremarkable. On (B)(6) 2015 patient had pelvis ultasound transvaginal ultrasound and transabdominal ultrasound resulted in the uterus is normal in position and size. There is a hypoechoic 2.0 x 1.3 x 1.4 an mass within the subserosal right uterine fundus which likely represents a fibroid. There is an additional hypoehoic 1.6 x 1.3 x 1.4 cm mass within the left posterior uterine body which also likely represents a fibroid. There is a 1.8 1.6 x 1.5 cm mass which contains a punctate internal calcification adjacent to the left uterine fundus which is identified superior to the left ovary and appears to arise from the uterus and may represent a pedunculated fibroid. Conclusions: multiple uterine masses identified with a 1.8 x 1.6 x 1.5 cm mass identified superior to the left ovary which appears to arise from the left anterior uterine fundus and may represents a pedunculated fibroid. The largest fibroid is within the sub serosal right uterine fundus measuring 2.0 x 1.3 x 1.9 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu and bilateral proximal fallopian tubes are symmetrical silver colored metallic malleable coiled wires consistent with essure coils'), abdominal pain ('severe abdominal pain / pain abdominal') and genital haemorrhage ('heavy bleeding') in a 36-year-old female patient who had essure (ess205) (batch no. 621812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included uterine ablation in (B)(6) 2007, cesarean section (1995) in 1995, gravida I, parity 1 ((B)(6) 1995), genital bleeding, abdominal pain, back pain, weight gain, abdominal pain lower, nausea, vomiting, constipation, dysuria, right upper quadrant pain, gallbladder disease, arthrocentesis, osteoarthritis, knee pain, cervicalgia, abdominal pain, hypertension and polyarthralgia. No history of suffering from migraines. On (B)(6) 2015 patient had abdomen and pelvis abdomen resulted in hepatic findings suggest mild cirrhosis. Uterus appears enlarged on this unenhanced study pelvic ultrasound may be considered to further evaluate remaining study unremarkable. On (B)(6) 2015 patient had pelvis ultasound transvaginal ultrasound and transabdominal ultrasound resulted in the uterus is normal in position and size. There is a hypoechoic 2.0 x 1.3 x 1.4 an mass within the subserosal right uterine fundus which likely represents a fibroid. There is an additional hypoehoic 1.6 x 1.3 x 1.4 cm mass within the left posterior uterine body which also likely represents a fibroid. There is a 1.8 1.6 x 1.5 cm mass which contains a punctate internal calcification adjacent to the left uterine fundus which is identified superior to the left ovary and appears to arise from the uterus and may represent a pedunculated fibroid. Conclusions: multiple uterine masses identified with a 1.8 x 1.6 x 1.5 cm mass identified superior to the left ovary which appears to arise from the left anterior uterine fundus and may represents a pedunculated fibroid. The largest fibroid is within the sub serosal right uterine fundus measuring 2.0 x 1.3 x 1.9 cm. Previously administered products included for an unreported indication: celebrex, lisinopril, hydrochlorothiazide and ibuprofen. Concurrent conditions included condom since 1990, uterine bleeding, hemorrhoids, sluggishness, libido decreased, anemia, acne, dysuria, muscle spasms, vaginal itching, hsv infection, uterine fibroid, renal cyst nos, vomiting, diarrhea, difficulty breathing, hemorrhoids, libido decreased, acne, constipation, flank pain, visual disturbances, hypertension, arthritis, lumbar spondylosis, abnormal liver function tests, uterine leiomyoma, cervix inflammation, endometrial disorder, leiomyoma nos, adenomyosis, adhesion, endometriosis of uterus, paratubal cyst, hyperlipidemia, ovarian disorder, obesity, dysfunctional uterine bleeding, uterine enlargement, joint pain and rheumatoid arthritis. Family history included type 2 diabetes mellitus (mother). Concomitant products included ibuprofen, metronidazole (metrogel) and valaciclovir hydrochloride (valtrex). On 29-jan-2007, the patient had essure (ess205) inserted. In february 2007, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In april 2007, the patient experienced the first episode of depression ("psychological and psychaitric problem-condition: depression"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"), 8 months 25 days after insertion of essure (ess205). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2008, the patient was found to have white blood cell count decreased ("low white cells count"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), pollakiuria ("infection (bladder/ urinary/ vaginal): urinary frequency") and bladder irritation ("infection (bladder/ urinary/ vaginal): bladder irritation"). In 2009, the patient experienced migraine ("severe migraines / migraines (a few times per week severe)"), headache ("headaches") and cystitis ("bladder infection"). In (B)(6) 2010, the patient experienced rash ("rashes or skin condition- type: skin rash"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced back pain ("severe back pain / pain back / lower back pain"). In (B)(6) 2012, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the second episode of depression ("depression"), weight fluctuation ("weight fluctuations"), uterine enlargement ("enlarged uteerus"), vulvovaginal pain ("vaginal pain (during menstrual cycle, severe)"), urinary tract infection ("urinary tract infection"), hypertension ("high blood pressure") and abdominal pain lower ("cramping") and was found to have uterine leiomyoma ("pedunculated fibroid/ the largest fibroid is within the sub serosal"). The patient was treated with oxycodone and surgery (hysterectomy with bilateral salpingectomy, ablation and total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, back pain, the last episode of depression, weight fluctuation, uterine enlargement, vaginal haemorrhage, menorrhagia, headache, vaginal discharge, weight increased, rash, hypertension, pollakiuria, bladder irritation and abdominal pain lower outcome was unknown and the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, dyspareunia, migraine, white blood cell count decreased, alopecia, mood swings, vulvovaginal pain, cystitis, urinary tract infection, vaginal infection and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder irritation, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, mood swings, pelvic pain, pollakiuria, rash, urinary tract infection, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation, weight increased, white blood cell count decreased, the first episode of depression and the second episode of depression to be related to essure (ess205). The reporter commented: 4 trailing coils visualized on reight side, 3 trailing coils noted on left side diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: results: enlarge uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: cervicalgia ,back pain, hypertension quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new events cramping was added. Reporters was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / pain abdominal") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 621812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included gravida I, parity 1 ((B)(6) 1995) and cesarean section in 1995. No history of suffering from migraines. Concurrent conditions included condom since 1990, uterine bleeding, hemorrhoids, sluggishness, libido decreased, anemia, acne, dysuria, muscle spasms, vaginal itching, hsv infection, uterine fibroid, renal cyst nos, vomiting, diarrhea, difficulty breathing, hemorrhoids, libido decreased, acne, constipation, flank pain, visual disturbances, hypertension, arthritis, lumbar spondylosis, abnormal liver function tests and uterine leiomyoma. Family history included type 2 diabetes mellitus (mother). Concomitant products included ibuprofen (motrin) for pain as well as ibuprofen, metronidazole (metrogel) and valaciclovir hydrochloride (valtrex). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced fatigue ("fatigue"), white blood cell count decreased ("low white cells count") and weight increased ("weight gain"). In 2009, the patient experienced migraine ("severe migraines / migraines (a few times per week severe)"), headache ("headaches"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). In 2010, the patient experienced alopecia ("hair loss") and rash ("skin rash"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain / pain back / lower back pain"), the first episode of depression ("depression"), weight fluctuation ("weight fluctuations"), uterine enlargement ("enlarged uteerus"), mood swings ("mood swings"), the second episode of depression ("depression"), vulvovaginal pain ("vaginal pain (during menstrual cycle, severe)"), urinary tract infection ("urinary tract infection") and uterine leiomyoma ("pedunculated fibroid/ the largest fibroid is within the sub serosal"). The patient was treated with oxycodone and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, mood swings and vulvovaginal pain had resolved, the genital haemorrhage had not resolved and the back pain, fatigue, weight fluctuation, dyspareunia, migraine, uterine enlargement, vaginal haemorrhage, menorrhagia, white blood cell count decreased, headache, vaginal discharge, weight increased, alopecia, rash, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, rash, urinary tract infection, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation, weight increased, white blood cell count decreased, the first episode of depression and the second episode of depression to be related to essure (ess205). The reporter commented: 4 trailing coils visualized on reight side, 3 trailing coils noted on left side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: enlarge uterus . On (B)(6) 2015 patient had abdomen and pelvis abdomen resulted in hepatic findings suggest mild cirrhosis. Uterus appears enlarged on this unenhanced study pelvic ultrasound may be considered to further evaluate remaining study unremarkable. On (B)(6) 2015 patient had pelvis ultasound transvaginal ultrasound and transabdominal ultrasound resulted in the uterus is normal in position and size. There is a hypoechoic 2.0 x 1.3 x 1.4 an mass within the subserosal right uterine fundus which likely represents a fibroid. There is an additional hypoehoic 1.6 x 1.3 x 1.4 cm mass within the left posterior uterine body which also likely represents a fibroid. There is a 1.8 1.6 x 1.5 cm mass which contains a punctate internal calcification adjacent to the left uterine fundus which is identified superior to the left ovary and appears to arise from the uterus and may represent a pedunculated fibroid. Conclusions: multiple uterine masses identified with a 1.8 x 1.6 x 1.5 cm mass identified superior to the left ovary which appears to arise from the left anterior uterine fundus and may represents a pedunculated fibroid. The largest fibroid is within the sub serosal right uterine fundus measuring 2.0 x 1.3 x 1.9 cm most recent follow-up information incorporated above includes: on 15-feb-2018: pfs+mr received, reporter added, indication updated, lot number added,events added as follows:- vaginal haemorrhage, menorrhagia, white cell count decreased,headaches, vaginal discharge, weight gain, alopecia, mood swings, rash, depression, vulvovagnal pain, cysticis, urinary tract infection, vaginal infection incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu and bilateral proximal fallopian tubes are symmetrical silver colored metallic malleable coiled wires consistent with essure coils'), abdominal pain ('severe abdominal pain / pain abdominal') and genital haemorrhage ('heavy bleeding') in a 36-year-old female patient who had essure (ess205) (batch no. 621812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included uterine ablation in (B)(6) 2007, cesarean section (1995) in 1995, gravida I, parity 1 (31dec1995), genital bleeding, abdominal pain, back pain, weight gain, abdominal pain lower, nausea, vomiting, constipation, dysuria, right upper quadrant pain, gallbladder disease, arthrocentesis, osteoarthritis, knee pain, cervicalgia, abdominal pain, hypertension and polyarthralgia. No history of suffering from migraines. On (B)(6) 2015 patient had abdomen and pelvis abdomen resulted in hepatic findings suggest mild cirrhosis. Uterus appears enlarged on this unenhanced study pelvic ultrasound may be considered to further evaluate remaining study unremarkable. On (B)(6) 2015 patient had pelvis ultasound transvaginal ultrasound and transabdominal ultrasound resulted in the uterus is normal in position and size. There is a hypoechoic 2.0 x 1.3 x 1.4 an mass within the subserosal right uterine fundus which likely represents a fibroid. There is an additional hypoehoic 1.6 x 1.3 x 1.4 cm mass within the left posterior uterine body which also likely represents a fibroid. There is a 1.8 1.6 x 1.5 cm mass which contains a punctate internal calcification adjacent to the left uterine fundus which is identified superior to the left ovary and appears to arise from the uterus and may represent a pedunculated fibroid. Conclusions: multiple uterine masses identified with a 1.8 x 1.6 x 1.5 cm mass identified superior to the left ovary which appears to arise from the left anterior uterine fundus and may represents a pedunculated fibroid. The largest fibroid is within the sub serosal right uterine fundus measuring 2.0 x 1.3 x 1.9 cm. Previously administered products included for an unreported indication: celebrex, lisinopril, hydrochlorothiazide and ibuprofen. Concurrent conditions included condom since 1990, uterine bleeding, hemorrhoids, sluggishness, libido decreased, anemia, acne, dysuria, muscle spasms, vaginal itching, hsv infection, uterine fibroid, renal cyst nos, vomiting, diarrhea, difficulty breathing, hemorrhoids, libido decreased, acne, constipation, flank pain, visual disturbances, hypertension, arthritis, lumbar spondylosis, abnormal liver function tests, uterine leiomyoma, cervix inflammation, endometrial disorder, leiomyoma nos, adenomyosis, adhesion, endometriosis of uterus, paratubal cyst, hyperlipidemia, ovarian disorder, obesity, dysfunctional uterine bleeding, uterine enlargement, joint pain and rheumatoid arthritis. Family history included type 2 diabetes mellitus (mother). Concomitant products included ibuprofen, metronidazole (metrogel) and valaciclovir hydrochloride (valtrex). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced the first episode of depression ("psychological and psychaitric problem-condition: depression"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"), 8 months 25 days after insertion of essure (ess205). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2008, the patient was found to have white blood cell count decreased ("low white cells count"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), pollakiuria ("infection (bladder/ urinary/ vaginal): urinary frequency") and bladder irritation ("infection (bladder/ urinary/ vaginal): bladder irritation"). In 2009, the patient experienced migraine ("severe migraines / migraines (a few times per week severe)"), headache ("headaches") and cystitis ("bladder infection"). In (B)(6) 2010, the patient experienced rash ("rashes or skin condition- type: skin rash"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced back pain ("severe back pain / pain back / lower back pain"). In (B)(6) 2012, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the second episode of depression ("depression"), weight fluctuation ("weight fluctuations"), uterine enlargement ("enlarged uteerus"), vulvovaginal pain ("vaginal pain (during menstrual cycle, severe)"), urinary tract infection ("urinary tract infection") and hypertension ("high blood pressure") and was found to have uterine leiomyoma ("pedunculated fibroid/ the largest fibroid is within the sub serosal"). The patient was treated with oxycodone and surgery (hysterectomy with bilateral salpingectomy, ablation and total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, back pain, the last episode of depression, weight fluctuation, uterine enlargement, vaginal haemorrhage, menorrhagia, headache, vaginal discharge, weight increased, rash, hypertension, pollakiuria and bladder irritation outcome was unknown and the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, dyspareunia, migraine, white blood cell count decreased, alopecia, mood swings, vulvovaginal pain, cystitis, urinary tract infection, vaginal infection and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder irritation, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, mood swings, pelvic pain, pollakiuria, rash, urinary tract infection, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation, weight increased, white blood cell count decreased, the first episode of depression and the second episode of depression to be related to essure (ess205). The reporter commented: 4 trailing coils visualized on reight side, 3 trailing coils noted on left side diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: results: enlarge uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: cervicalgia ,back pain, hypertension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: pfs received event " pelvic pain, infection (bladder/ urinary/ vaginal): urinary frequency, bladder irritation" were added. Outcome of event " pelvic pain" was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain / pain abdominal') and genital haemorrhage ('heavy bleeding') in a 36-year-old female patient who had essure (ess205) (batch no. 621812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included cesarean section in 1995, gravida I, parity 1 (B)(6) 1995), genital bleeding, abdominal pain, back pain and weight gain. No history of suffering from migraines. On (B)(6) 2015 patient had abdomen and pelvis abdomen resulted in hepatic findings suggest mild cirrhosis. Uterus appears enlarged on this unenhanced study pelvic ultrasound may be considered to further evaluate remaining study unremarkable. On (B)(6) 2015 patient had pelvis ultrasound transvaginal ultrasound and transabdominal ultrasound resulted in the uterus is normal in position and size. There is a hypoechoic 2.0 x 1.3 x 1.4 an mass within the subserosal right uterine fundus which likely represents a fibroid. There is an additional hypoechoic 1.6 x 1.3 x 1.4 cm mass within the left posterior uterine body which also likely represents a fibroid. There is a 1.8 1.6 x 1.5 cm mass which contains a punctate internal calcification adjacent to the left uterine fundus which is identified superior to the left ovary and appears to arise from the uterus and may represent a pedunculated fibroid. Conclusions: multiple uterine masses identified with a 1.8 x 1.6 x 1.5 cm mass identified superior to the left ovary which appears to arise from the left anterior uterine fundus and may represents a pedunculated fibroid. The largest fibroid is within the sub serosal right uterine fundus measuring 2.0 x 1.3 x 1.9 cm. Concurrent conditions included condom since 1990, uterine bleeding, hemorrhoids, sluggishness, libido decreased, anemia, acne, dysuria, muscle spasms, vaginal itching, hsv infection, uterine fibroid, renal cyst nos, vomiting, diarrhea, difficulty breathing, hemorrhoids, libido decreased, acne, constipation, flank pain, visual disturbances, hypertension, arthritis, lumbar spondylosis, abnormal liver function tests and uterine leiomyoma. Family history included type 2 diabetes mellitus (mother). Concomitant products included ibuprofen, metronidazole (metrogel) and valaciclovir hydrochloride (valtrex). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced the first episode of depression ("psychological and psychiatric problem-condition: depression"). In 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 8 months 25 days after insertion of essure (ess205). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2008, the patient was found to have white blood cell count decreased ("low white cells count"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In 2009, the patient experienced migraine ("severe migraines / migraines (a few times per week severe)"), headache ("headaches"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). In (B)(6) 2010, the patient experienced rash ("rashes or skin condition- type: skin rash"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced back pain ("severe back pain / pain back / lower back pain"). In (B)(6) 2012, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), the second episode of depression ("depression"), weight fluctuation ("weight fluctuations"), uterine enlargement ("enlarged uterus"), vulvovaginal pain ("vaginal pain (during menstrual cycle, severe)"), urinary tract infection ("urinary tract infection") and hypertension ("high blood pressure") and was found to have uterine leiomyoma ("pedunculated fibroid/ the largest fibroid is within the sub serosal"). The patient was treated with oxycodone and surgery (hysterectomy with bilateral salpingectomy and ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, dyspareunia, migraine, white blood cell count decreased, alopecia, mood swings, vulvovaginal pain, cystitis, urinary tract infection and vaginal infection had resolved and the back pain, the last episode of depression, weight fluctuation, uterine enlargement, vaginal haemorrhage, menorrhagia, headache, vaginal discharge, weight increased, rash and hypertension outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, mood swings, rash, urinary tract infection, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation, weight increased, white blood cell count decreased, the first episode of depression and the second episode of depression to be related to essure (ess205). The reporter commented: 4 trailing coils visualized on reight side, 3 trailing coils noted on left side diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: results: enlarge uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event "blood pressure high " added. Event verbatim and onset dates were updated. Outcome for heavy bleeding, cramping, vaginal infection, bladder/uti infections, fatigue, migraine/headaches, low white cells, dyspareunia and hair loss was updated to recovered/resolved. Past medical history added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu and bilateral proximal fallopian tubes are symmetrical silver colored metallic malleable coiled wires consistent with essure coils'), abdominal pain ('severe abdominal pain / pain abdominal') and genital haemorrhage ('heavy bleeding') in a 36-year-old female patient who had essure (ess205) (batch no. 621812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included uterine ablation in (B)(6) 2007, cesarean section (1995) in 1995, parity 1 ((B)(6) 1995), genital bleeding, abdominal pain, back pain, weight gain, abdominal pain lower, nausea, vomiting, constipation, dysuria, right upper quadrant pain, gallbladder disease, arthrocentesis, osteoarthritis, knee pain, cervicalgia, abdominal pain, hypertension, polyarthralgia, unilateral leg swelling, diabetes, blood cholesterol abnormal (cirrhosis), cirrhosis liver (hypercholesterolemia), hypercholesterolemia (polyarthralgia), polyarthralgia (fatty liver), fatty liver (folliculitis), folliculitis, hyperglycemia, frequency urinary, suprapubic pain, hematuria, rheumatoid factor positive, right lower quadrant pain, cirrhosis of liver, obesity, elbow osteoarthritis, epigastric pain, tenderness, breast cancer, ear ringing, shooting pain, tooth ache, cesarean delivery, without mention of indication, polyarthralgia, cough, nasal congestion, headache, abnormal lfts, folliculitis, high cholesterol and hypercholesterolemia. No history of suffering from migraines. On (B)(6) 2015 patient had abdomen and pelvis abdomen resulted in hepatic findings suggest mild cirrhosis. Uterus appears enlarged on this unenhanced study pelvic ultrasound may be considered to further evaluate remaining study unremarkable. On (B)(6) 2015 patient had pelvis ultrasound transvaginal ultrasound and transabdominal ultrasound resulted in the uterus is normal in position and size. There is a hypoechoic 2.0 x 1.3 x 1.4 an mass within the subserosal right uterine fundus which likely represents a fibroid. There is an additional hypoechoic 1.6 x 1.3 x 1.4 cm mass within the left posterior uterine body which also likely represents a fibroid. There is a 1.8 1.6 x 1.5 cm mass which contains a punctate internal calcification adjacent to the left uterine fundus which is identified superior to the left ovary and appears to arise from the uterus and may represent a pedunculated fibroid. Conclusions: multiple uterine masses identified with a 1.8 x 1.6 x 1.5 cm mass identified superior to the left ovary which appears to arise from the left anterior uterine fundus and may represents a pedunculated fibroid. The largest fibroid is within the sub serosal right uterine fundus measuring 2.0 x 1.3 x 1.9 cm. Previously administered products included for an unreported indication: celebrex, lisinopril, hydrochlorothiazide and ibuprofen. Concurrent conditions included condom since 1990, uterine bleeding, hemorrhoids, sluggishness, libido decreased, anemia, acne, dysuria, muscle spasms, vaginal itching, hsv infection, uterine fibroid, renal cyst nos, vomiting, diarrhea, difficulty breathing, hemorrhoids, libido decreased, acne, constipation, flank pain, visual disturbances, hypertension, arthritis, lumbar spondylosis, abnormal liver function tests, uterine leiomyoma, cervix inflammation, endometrial disorder, leiomyoma nos, adenomyosis, adhesion, endometriosis of uterus, paratubal cyst, hyperlipidemia, ovarian disorder, obesity, dysfunctional uterine bleeding, uterine enlargement, joint pain and rheumatoid arthritis. Family history included type 2 diabetes mellitus (mother). Concomitant products included ibuprofen, metronidazole (metrogel) and valaciclovir hydrochloride (valtrex). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced the first episode of depression ("psychological and psychiatric problem-condition: depression"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"), 8 months 25 days after insertion of essure (ess205). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2008, the patient was found to have white blood cell count decreased ("low white cells count"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), pollakiuria ("infection (bladder/ urinary/ vaginal): urinary frequency") and bladder irritation ("infection (bladder/ urinary/ vaginal): bladder irritation"). In 2009, the patient experienced migraine ("severe migraines / migraines (a few times per week severe)"), headache ("headaches") and cystitis ("bladder infection"). In (B)(6) 2010, the patient experienced rash ("rashes or skin condition- type: skin rash"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced back pain ("severe back pain / pain back / lower back pain"). In (B)(6) 2012, the patient experienced mood swings ("mood swings"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the second episode of depression ("depression"), weight fluctuation ("weight fluctuations"), uterine enlargement ("enlarged uterus"), vulvovaginal pain ("vaginal pain (during menstrual cycle, severe)"), urinary tract infection ("urinary tract infection"), hypertension ("high blood pressure") and abdominal pain lower ("cramping"), was found to have uterine leiomyoma ("pedunculated fibroid/ the largest fibroid is within the sub serosal") and underwent caesarean section ("cesarean delivery"). The patient was treated with oxycodone and surgery (hysterectomy with bilateral salpingectomy, ablation and total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, back pain, the last episode of depression, weight fluctuation, uterine enlargement, vaginal haemorrhage, menorrhagia, headache, vaginal discharge, weight increased, rash, hypertension, pollakiuria, bladder irritation, abdominal pain lower, pregnancy with contraceptive device and caesarean section outcome was unknown and the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, dyspareunia, migraine, white blood cell count decreased, alopecia, mood swings, vulvovaginal pain, cystitis, urinary tract infection, vaginal infection and pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder irritation, caesarean section, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, mood swings, pelvic pain, pollakiuria, pregnancy with contraceptive device, rash, urinary tract infection, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation, weight increased, white blood cell count decreased, the first episode of depression and the second episode of depression to be related to essure (ess205). The reporter commented: 4 trailing coils visualized on right side, 3 trailing coils noted on left side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: results: enlarge uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: cervicalgia ,back pain, and hypertension. Most recent follow-up information incorporated above includes: on 4-jan-2021: mr received: events: pregnancy with contraceptive device, device ineffective, caesarean section, medical history were added. Patient demographic was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu and bilateral proximal fallopian tubes are symmetrical silver colored metallic malleable coiled wires consistent with essure coils'), abdominal pain ('severe abdominal pain / pain abdominal') and genital haemorrhage ('heavy bleeding') in a 36-year-old female patient who had essure (ess205) (batch no. 621812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included uterine ablation in (B)(6) 2007, cesarean section (1995) in 1995, parity 1 (B)(6) 1995, genital bleeding, abdominal pain, back pain, weight gain, abdominal pain lower, nausea, vomiting, constipation, dysuria, right upper quadrant pain, gallbladder disease, arthrocentesis, osteoarthritis, knee pain, cervicalgia, abdominal pain, hypertension, polyarthralgia, unilateral leg swelling, diabetes, blood cholesterol abnormal (cirrhosis), cirrhosis liver (hypercholesterolemia), hypercholesterolemia (polyarthralgia), polyarthralgia (fatty liver), fatty liver (folliculitis), folliculitis, hyperglycemia, frequency urinary, suprapubic pain, hematuria, rheumatoid factor positive, right lower quadrant pain, cirrhosis of liver, obesity, elbow osteoarthritis, epigastric pain, tenderness, breast cancer, ear ringing, shooting pain, tooth ache, cesarean delivery, without mention of indication, polyarthralgia, cough, nasal congestion, headache, abnormal lfts, folliculitis, high cholesterol and hypercholesterolemia. No history of suffering from migraines. On (B)(6) 2015 patient had abdomen and pelvis abdomen resulted in hepatic findings suggest mild cirrhosis. Uterus appears enlarged on this unenhanced study pelvic ultrasound may be considered to further evaluate remaining study unremarkable. On (B)(6) 2015 patient had pelvis ultrasound transvaginal ultrasound and transabdominal ultrasound resulted in the uterus is normal in position and size. There is a hypoechoic 2.0 x 1.3 x 1.4 an mass within the subserosal right uterine fundus which likely represents a fibroid. There is an additional hypoechoic 1.6 x 1.3 x 1.4 cm mass within the left posterior uterine body which also likely represents a fibroid. There is a 1.8 1.6 x 1.5 cm mass which contains a punctate internal calcification adjacent to the left uterine fundus which is identified superior to the left ovary and appears to arise from the uterus and may represent a pedunculated fibroid. Conclusions: multiple uterine masses identified with a 1.8 x 1.6 x 1.5 cm mass identified superior to the left ovary which appears to arise from the left anterior uterine fundus and may represents a pedunculated fibroid. The largest fibroid is within the sub serosal right uterine fundus measuring 2.0 x 1.3 x 1.9 cm. Previously administered products included for an unreported indication: celebrex, lisinopril, hydrochlorothiazide and ibuprofen. Concurrent conditions included condom since 1990, uterine bleeding, hemorrhoids, sluggishness, libido decreased, anemia, acne, dysuria, muscle spasms, vaginal itching, hsv infection, uterine fibroid, renal cyst nos, vomiting, diarrhea, difficulty breathing, hemorrhoids, libido decreased, acne, constipation, flank pain, visual disturbances, hypertension, arthritis, lumbar spondylosis, abnormal liver function tests, uterine leiomyoma, cervix inflammation, endometrial disorder, leiomyoma nos, adenomyosis, adhesion, endometriosis of uterus, paratubal cyst, hyperlipidemia, ovarian disorder, obesity, dysfunctional uterine bleeding, uterine enlargement, joint pain and rheumatoid arthritis. Family history included type 2 diabetes mellitus (mother). Concomitant products included ibuprofen, metronidazole (metrogel) and valaciclovir hydrochloride (valtrex). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced the first episode of depression ("psychological and psychiatric problem-condition: depression"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"), 8 months 25 days after insertion of essure (ess205). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2008, the patient was found to have white blood cell count decreased ("low white cells count"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), pollakiuria ("infection (bladder/ urinary/ vaginal): urinary frequency") and bladder irritation ("infection (bladder/ urinary/ vaginal): bladder irritation"). In 2009, the patient experienced migraine ("severe migraines / migraines (a few times per week severe)"), headache ("headaches") and cystitis ("bladder infection"). In (B)(6) 2010, the patient experienced rash ("rashes or skin condition- type: skin rash"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced back pain ("severe back pain / pain back / lower back pain"). In (B)(6) 2012, the patient experienced mood swings ("mood swings"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the second episode of depression ("depression"), weight fluctuation ("weight fluctuations"), uterine enlargement ("enlarged uterus"), vulvovaginal pain ("vaginal pain (during menstrual cycle, severe)"), urinary tract infection ("urinary tract infection"), hypertension ("high blood pressure") and abdominal pain lower ("cramping"), was found to have uterine leiomyoma ("pedunculated fibroid/ the largest fibroid is within the sub serosal") and underwent caesarean section ("cesarean delivery"). The patient was treated with oxycodone and surgery (hysterectomy with bilateral salpingectomy, ablation and total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, back pain, the last episode of depression, weight fluctuation, uterine enlargement, vaginal haemorrhage, menorrhagia, headache, vaginal discharge, weight increased, rash, hypertension, pollakiuria, bladder irritation, abdominal pain lower, pregnancy with contraceptive device and caesarean section outcome was unknown and the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, dyspareunia, migraine, white blood cell count decreased, alopecia, mood swings, vulvovaginal pain, cystitis, urinary tract infection, vaginal infection and pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder irritation, caesarean section, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, mood swings, pelvic pain, pollakiuria, pregnancy with contraceptive device, rash, urinary tract infection, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation, weight increased, white blood cell count decreased, the first episode of depression and the second episode of depression to be related to essure (ess205). The reporter commented: 4 trailing coils visualized on right side, 3 trailing coils noted on left side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: results: enlarge uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: cervicalgia, back pain, hypertension. Lot number: 621812, manufacturing date: 2006/12, expiration date: 2008/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu and bilateral proximal fallopian tubes are symmetrical silver colored metallic malleable coiled wires consistent with essure coils'), abdominal pain ('severe abdominal pain / pain abdominal') and genital haemorrhage ('heavy bleeding') in a 36-year-old female patient who had essure (ess205) (batch no. 621812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included uterine ablation in (B)(6)2007, cesarean section in 1995, gravida I, parity 1 (B)(6)1995), genital bleeding, abdominal pain, back pain, weight gain, abdominal pain lower, nausea, vomiting, constipation, dysuria, right upper quadrant pain and gallbladder disease. No history of suffering from migraines. On (B)(6)2015 patient had abdomen and pelvis abdomen resulted in hepatic findings suggest mild cirrhosis. Uterus appears enlarged on this unenhanced study pelvic ultrasound may be considered to further evaluate remaining study unremarkable. On (B)(6)2015 patient had pelvis ultrasound transvaginal ultrasound and transabdominal ultrasound resulted in the uterus is normal in position and size. There is a hypoechoic 2.0 x 1.3 x 1.4 an mass within the subserosal right uterine fundus which likely represents a fibroid. There is an additional hypoechoic 1.6 x 1.3 x 1.4 cm mass within the left posterior uterine body which also likely represents a fibroid. There is a 1.8 1.6 x 1.5 cm mass which contains a punctate internal calcification adjacent to the left uterine fundus which is identified superior to the left ovary and appears to arise from the uterus and may represent a pedunculated fibroid. Conclusions: multiple uterine masses identified with a 1.8 x 1.6 x 1.5 cm mass identified superior to the left ovary which appears to arise from the left anterior uterine fundus and may represents a pedunculated fibroid. The largest fibroid is within the sub serosal right uterine fundus measuring 2.0 x 1.3 x 1.9 cm. Concurrent conditions included condom since 1990, uterine bleeding, hemorrhoids, sluggishness, libido decreased, anemia, acne, dysuria, muscle spasms, vaginal itching, hsv infection, uterine fibroid, renal cyst nos, vomiting, diarrhea, difficulty breathing, hemorrhoids, libido decreased, acne, constipation, flank pain, visual disturbances, hypertension, arthritis, lumbar spondylosis, abnormal liver function tests, uterine leiomyoma, cervix inflammation, endometrial disorder, leiomyoma, adenomyosis, adhesion, endometriosis of uterus, paratubal cyst, hyperlipidemia, ovarian disorder and obesity. Family history included type 2 diabetes mellitus (mother). Concomitant products included ibuprofen, metronidazole (metrogel) and valaciclovir hydrochloride (valtrex). On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"). In (B)(6)2007, the patient experienced the first episode of depression ("psychological and psychiatric problem-condition: depression"). In 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 8 months 25 days after insertion of essure (ess205). In (B)(6)2008, the patient was found to have weight increased ("weight gain"). In 2008, the patient was found to have white blood cell count decreased ("low white cells count"). In (B)(6)2008, the patient experienced fatigue ("fatigue"). In (B)(6)2009, the patient experienced vaginal discharge ("vaginal discharge"). In 2009, the patient experienced migraine ("severe migraines / migraines (a few times per week severe)"), headache ("headaches"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). In (B)(6)2010, the patient experienced rash ("rashes or skin condition- type: skin rash"). In (B)(6)2010, the patient experienced alopecia ("hair loss"). In (B)(6)2010, the patient experienced back pain ("severe back pain / pain back / lower back pain"). In (B)(6)2012, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the second episode of depression ("depression"), weight fluctuation ("weight fluctuations"), uterine enlargement ("enlarged uterus"), vulvovaginal pain ("vaginal pain (during menstrual cycle, severe)"), urinary tract infection ("urinary tract infection") and hypertension ("high blood pressure") and was found to have uterine leiomyoma ("pedunculated fibroid/ the largest fibroid is within the sub serosal"). The patient was treated with oxycodone and surgery (hysterectomy with bilateral salpingectomy, ablation and total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the embedded device, back pain, the last episode of depression, weight fluctuation, uterine enlargement, vaginal haemorrhage, menorrhagia, headache, vaginal discharge, weight increased, rash and hypertension outcome was unknown and the abdominal pain, genital haemorrhage, dysmenorrhoea, fatigue, dyspareunia, migraine, white blood cell count decreased, alopecia, mood swings, vulvovaginal pain, cystitis, urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, mood swings, rash, urinary tract infection, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight fluctuation, weight increased, white blood cell count decreased, the first episode of depression and the second episode of depression to be related to essure (ess205). The reporter commented: 4 trailing coils visualized on right side, 3 trailing coils noted on left side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6)2016: results: enlarge uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: mr received. New reporters added. New event from mr embedded device added. Medical history, concomitant conditions added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain and heavy bleeding. These events are anticipated in the reference safety information for essure. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (consumer received oxycodone as treatment for abdominal pain). Other nonserious events were reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.